Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was seated in mount properly and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue was not confirmed. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The device history record (dhrs) for the product was reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with use of the abbott diabetes care (adc) device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). As a result, the customer experienced symptoms described as "shaking, anxious," and was unable to self-treat. The customer had contact with a healthcare professional (doctor) who obtained a healthcare professional meter blood glucose reading of 67 mg/dl compared a high blood glucose reading of 134 mg/dl by the adc device and provided a piece of chocolate as treatment. The results/comparison readings when plotted on a parkes error grid fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 4 days. There was no report of death or permanent impairment associated with this event.